Event description:
It was reported that the ilet fell from a pocket, the screen shattered, and the display became nonfunctional, after which a replacement was arranged and the user was instructed to shut down the device and return it; blood glucose was 400 mg/dl and insulin delivery was managed by subcutaneous insulin pen while awaiting replacement. Symptoms included hyperglycemia. Outcomes included a temporary interruption of automated insulin dosing and use of backup therapy. Investigation included a review of reported event details and return logistics for evaluation. Investigation of this device revealed physical damage to the pump¿s display consistent with accidental drop impact, resulting in loss of screen function; no alerts or alarms were reported, and users were advised that data would not transfer to the replacement and that startup would be required. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage due to impact trauma.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.